Manufacturer narrative:
The ventilator was investigated on-site by the field service engineer (fse), the expiratory channel printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use. This can be confirmed in the logs. The defective pcb was sent for further investigation. Visual inspection of the returned pcb revealed no abnormalities. Simulated use testing of the pcb passed a pre-use check. After passing, ventilation for four days was performed successfully without generating any alarms or errors. After ventilation, several pre-use checks were performed and passed. The reported issue could not be reproduced; therefore, no definite root cause can be established. Expiratory channel pcb is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufactures reference ID: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref #: (B)(4).